Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel. Further evaluation and a potential lead revision was discussed. This device remains in service. No further adverse patient effects were reported.